Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During testing, the service technician identified unusual definition of endoscopic image due to expired life expectancy of board unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the expired life expectancy of board unit led to unusual definition of endoscopic image. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.